Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the contact that on multiple, intermittent occasions, the customer's pump stopped insulin delivery. There was no reported impact to the customer's blood glucose level. As the contact did not have the pump available at the time tandem technical support was contacted, troubleshooting to determine a possible cause of the event was unable to be performed.